Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further analysis demonstrated deformations of the fixation helix and the distal shock coil. These damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(4) - it was reported that oversensing with aborted shocks was noted on this lead via homemonitoring. The physician decided to explant and replace the lead. No adverse patient side effects were reported. Patient is a female born in (B)(6). The lead was not returned.